Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological in nature and device analysis generally does not assist allergan in determining a probable cause for this event further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Documentation received from a patient representative states the patient¿s implants remained ¿malpositioned¿, ¿painful¿, and ¿demonstrated a poor aesthetic appearance¿. Documentation also alleges the patient has ¿suffered bodily injury [¿] and suffering, mental anguish, disability, disfigurement, and loss of the capacity for the enjoyment of life [¿]. The losses are permanent or continuing in nature, and [patient] will suffer them in the future¿. The device remains implanted. This record is for the right side. See manufacturer report number 9617229-2017-01711 for the left side.